Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. No additional information provided during intake.during follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 137 u/l, polymorphs = 68%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every five days and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus haemolyticus, and the patient¿s ceftazidime was discontinued. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler. The pdrn stated causality could not be established. A home evaluation and discussion with the patient did not reveal any breaches in technique. However, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 137 u/l, polymorphs = 68%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every five days and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus haemolyticus, and the patient¿s ceftazidime was discontinued. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler. The pdrn stated causality could not be established. A home evaluation and discussion with the patient did not reveal any breaches in technique. However, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. Per the pdrn, the causality could not be established; however, the pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Staphylococcus haemolyticus is a coagulase-negative bacteria which can be found on normal human skin and can be isolated from axillae, perineum, and inguinal areas of humans. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 137 u/l, polymorphs = 68%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every five days and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus haemolyticus, and the patient¿s ceftazidime was discontinued. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler. The pdrn stated causality could not be established. A home evaluation and discussion with the patient did not reveal any breaches in technique. However, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.